Manufacturer narrative:
The device was returned for investigation. The smiths label is intact, and the device was in good condition, scratched screen. The event logs were not provided. The device was visually inspected, and a functional test was performed. The reported failure was replicated. The root cause of the event is attributed to a faulty downstream occlusion sensor which will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device double beeps with no cassette. No patient was involved.